Event description:
Procedure type: rectal resection. According to the reporter: the instrument cut the rectum but did not staple. A change of surgical mode occurred. Operative time was extended by 45 minutes.

Manufacturer narrative:
(B)(4).